Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient initially underwent a hip arthroplasty procedure. Subsequently, the acetabular cup and liner were revised and replaced with components from a competitor¿s device. The patient was in stable condition. No further information is available.